Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes there was foreign matter in the fluid pathway. This occurred three times. The following information was provided by the initial reporter: excessive presence of lubricant inside the syringe. Found on 3 syringes from the same batch. At this point, the 3 syringes were examined and handled and the excess lubricant was unintentionally removed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 06-jun-2022. H.6. Investigation: three samples were provided to our quality team for investigation. Through visual inspection, no sign of excess silicone was observed. A device history review was performed for reported lot 2111033, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of lot 2111033 were used for additional evaluation. The products were visually inspected, no foreign matter or other liquid was observed inside any of the syringes. It is possible the liquid that was described to be observed in the syringe was silicone. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2111033 and found to be within specification. Silicone can be visible due to issues related to poor distribution inside the barrel. As no defect was observed in the returned or retained samples and device records do not indicate any issues occurred during manufacturing, a definitive root cause related to our manufacturing process cannot be identified at this time.

Event description:
It was reported while using bd plastipak¿ syringes there was foreign matter in the fluid pathway. This occurred three times. The following information was provided by the initial reporter: excessive presence of lubricant inside the syringe. Found on 3 syringes from the same batch. At this point, the 3 syringes were examined and handled and the excess lubricant was unintentionally removed.